Manufacturer narrative:
H4: the lot was manufactured from september 7, 2022 - september 8, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had fluid leakage from an unspecified location. The leak was discovered when the device was stored in a bag prior to patient use. There was no patient involvement. No additional information is available.